Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent post-dinner hypoglycemia while using a g7 cgm with the ilet system, with the lowest cgm value of 55 mg/dl and a glucometer-confirmed value of 65 mg/dl, and the low persisted for approximately two hours; the patient treated with three rounds of approximately 15 grams of oral carbohydrates and was coached to announce meals at the time of eating, and a temporary lower glucose target was set for 24 hours. Symptoms included dizziness and sleepiness/drowsiness. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included communication with the patient, interviews, and analysis of information provided by the user and a third party. Investigation of this case revealed no findings available, insufficient information regarding a specific device component, and no defined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.